Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink was found to be leaking. The leak was found at the patient side of the connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. Hydrophobic vent/housing failure test and hydrophilic membrane underwater testing were performed and revealed a leak from the air vent of the filter. Functional testing was performed with no issues noted. The reported condition was verified. The cause of the condition was narrowed down to a supplier issue. Notification has been sent to the supplier. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.